Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, small piece of vasoview hemopro 2 silicone came off. The detached silicone was retrieved. A new device was used to complete the procedure. There was a delay in the procedure. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise- (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b1, b2. The device was returned to the factory for evaluation on 07/01/2025. An investigation was conducted on 7/2/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear intact silicone insulation on the cold jaw was observed to be intact. The clear silicone insulation on the hot jaw was observed to be peeled back at the tip exposing the hot metal jaw tip. The black shaft closest to the base of the jaws was observed to be peeled, exposing the inner contents of the shaft. The shaft tip at the base of the jaws was also observed to be bent. The jaws were observed to be in a closed state. The blue toggle was manipulated to open and close the jaws. The jaws remained in a closed state. No additional testing was conducted due to the condition of the bent shaft and mechanical issue with the jaws. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed, and the analyzed failures "peeled; delaminated; shaft", "material twisted/ bent shaft" and "mechanical issue- jaws" were observed. The lot # 3000446365 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures.

Manufacturer narrative:
Tw # (B)(4). Updated section: b4, g3, g6, h11. Corrected section h1.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, small piece of vasoview hemopro 2 silicone came off. A new device was used to complete the procedure. The detached silicone was retrieved using the new device. There was a delay in the procedure. There was no patient harm.